Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that he was getting a new infusion set ready and then the insulin started squirting out. Customer also stated that the drive support cap was sticking out. It was explained that it was possible that during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.